Event description:
It was reported that the pt had an advance sling implanted. Following the implant the pt had incontinence that was worse than baseline and another continence device was implanted.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.